Manufacturer narrative:
Updated fields - b4, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit had vacuum pressure related issues. After inspecting logs, the fse replaced the compressor. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) unit showing needing maintance on screen. There was no patient involved.

Manufacturer narrative:
Due character limit e1: contact person name: (B)(6). Supplemental report will be submitted upon completion of our investigation.